Manufacturer narrative:
H10: received one used 412390406 td torque-line catheter, 7f, 4 lumen, 110 cm, heparin coated, lf lot#91-462-y1. A visual inspection of the sample showed the balloon ruptured and the sample was received with a portion of the balloon missing. The catheter was not returned with the contamination shield or introducer; therefore, the location of the missing piece of latex free material could not be determined. The returned mating devices were each microscopically examined for potential snag points that could damage or tear the latex free material. No anomalies were observed on any of the returned mating devices. All were also determined to be compatible with the 7 french balloon size of the td catheter. The probable cause cannot be determined at this time without additional sister samples. A device history review (DHR) lot#91-462-y1 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint. Additional information in section g1.

Manufacturer narrative:
The device has been received. Testing and investigation is not complete.

Event description:
The event involved a torque-line catheter that the customer reported the catheter balloon ruptured during insertion or during patient use. A pre-insertion inflation test was done before the catheter was inserted and the balloon was intact. There was patient involvement, however there was no report of human harm, no adverse event, no medical or surgical intervention, and no delay in critical therapy. This captures the second of seven devices.